Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the right ventricular (rv) lead had undersensing and failure to capture. The rv channel was reprogrammed to unipolar. The lead is still in use. No patient complications have been reported as a result of this event.